Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's ins was on and functioning but output seemed to be slightly lower than programmed. The patient did not experience a loss/change of therapy and reported no pain or discomfort with stimulation. The clinician programmer stat showed that the stimulation was not turned off. Out of regulation (oor) was reportedly seen on the clinician programmer. It was indicated that they got the oor message when they tried to interrogate the stimulator. Impedance measurement was taken and it showed a setting of 1290 ohms. There was no anomaly observed. 3 volts 1073 - 1284 bi 1855 - 2193. At 0.7 volts the max impedance was 3042. On an earlier attempt at 0.7v the rep saw some values that were closer to 4000ohms. It was also noted that the patient was not making changes to the amplitude so the issue did not seem to be related to an adjustment oor. It was reviewed with the rep palpating on the extension and running impedances. The impedance values seemed to be in the same range. It was reported that the oor issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.